Event description:
The customer reported a fentanyl diversion and requested a review of the logs; the time of suspected diversion is (B)(6), 2011. One nurse was found in a pt room with the fentanyl syringe and tubing out of the pump. She had the key that was removed from the pyxis unit. The pt was not one of her pts. It was confirmed by the director of pharmacy that the pt was without medication for only few minutes. There was no medical intervention or negative outcome as a result of this incident.

Manufacturer narrative:
(B)(4). The customer's request for a log review for the suspected fentanyl diversion was completed. The suspected fentanyl diversion could not be definitively confirmed. The initial fentanyl infusion started on (B)(4), 2011, at 9:30 pm. The program ran for approximately 1 hour before the door was opened and syringe clamp alarms activated. The same infusion parameters were entered again. Taking into account the amount infused and the new starting volume, 7.6044 ml are unaccounted for. The event could have occurred during the reprogramming of the infusion. The device or infusion set was returned, so no further investigation was conducted.